Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -12.00/3.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Elevated iop (45 mmhg) without pupil block and angle closure were observed on (B)(6) 2021. Concomitant medications were perscribed. Lens remains implanted. This resolved the problem. Cause of the event is reported as unknown.